Manufacturer narrative:
All available patient information was included. No additional information was provided. Complete information for correction/removal number: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions (B)(4) or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions (B)(4) and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version (B)(4).

Event description:
The customer reported a falsely decreased architect bnp result on a (B)(6) patient while processing on the architect i1000sr analyzer. The results provided were: on (B)(6) 2020 (B)(6) result of <5.8 pg/ml, repeated 608.50 pg/ml; previous test value (from a week ago) was provided >700 pg/ml. The customer thought the issue was caused by air bubbles in the trigger, pre-trigger line, and a device's pipetting issue. The trigger v3 valve was changed and the vortexer was cleaned. No further issues were observed. There was no reported impact to patient management.